Event description:
It is reported by the patient's attorney that the patient underwent bilateral knee replacement in 2004, in which the patient received a nexgen legacy component. The patient's attorney reports post-op, the patient experienced pain and loosening and her right knee was revised in late 2006.

Manufacturer narrative:
Evaluation summary: the probable cause of the revision can not be determined due to insufficient information; no product returned for evaluation, item and lot number info not provided, nor were the x-rays available for review. Other - no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.